Event description:
It was reported that a balloon rupture occurred. The target lesion was located in severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at initial inflation, it was noted that the balloon ruptured at 7atm. The procedure was completed with another device. No patient complications were reported.